Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient wanted a different type of battery and had issues with charging. No further complication and no symptoms were reported. On (B)(6) 2018 patltr (con): additional information from patient was received. When asked patient to clarify the issue with charging, patient stated patient could not charge the unit without someone helping, and her husband always help her. She could not lay down for several hours without help. The charge would become unaligned and went off. It took both of them to line up and maintain the charging. Patient was by herself now. It was noted the circumstance that led to patient had issue with charging was her husband was no longer available to help her, and her friend couldn¿t understand this device, had tried multiple times to help. Patient noted if it was possible to start charging process, patient must remain perfectly still for a couple hours, or patient would lose the charging process, had to try to align the belt and start up once again. Patient needed a different type of charging unit for her stimulator. It was noted her system was not working now, and the issue with charging hadn¿t been resolved, patient couldn¿t charge it. There was no one from manufacturer or representative who lived closed to her. This problem would be ongoing till it was resolved by a new type of charger, patient¿s arms were getting weak from scoliosis also muscle were weak), and patient needed pain control for several reasons. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.